Event description:
It was reported that pt had the neopicc inserted via the left antecubital vein for prolonger venous access and IV antibiotics. PICC was placed without difficulty. Xray with contrast confirmed tip at mid-clavicle. Pt tolerated procedure well. Three days later, left shoulder area noted to be red, edematous, and warm to touch. PICC discontinued. Pt tolerated procedure well and no change in status noted. No further details provided. No further pt complications reported.